Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reporter problem (charger not working) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to shorted pins on the q1 (current controlling transistor) component on the bedside board. The root cause for the shorted component was unable to be positively determined. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's battery charger was not working. The pt was fitted with a replacement battery charger/modem.